Event description:
The customer reported that the image field is out of tolerance. The radiated image was 20% larger than the image on the monitor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep tried replacing the ccd interface board, and tried changing the vg3 using r7 pot on the cd interface board. This did not work. He then manually moved the lead ring blocker at the collimator side and also tried the camera side. This fix also did not work. No additional information is available at this time for the fix on the system.